Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and failure analysis investigation did not confirm nor replicate the reported issue. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. Energy delivery was tested and passed in various grip orientations. The instrument passed the electrical continuity test. A review of the log shows no errors. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the single-port maryland bipolar forceps instrument was not functional. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer indicated that the instrument tip moved in the opposite direction than the surgeon desired after inserting the instrument into the port to check. The issue was identified before using the instrument on the tissue. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.